Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. It was initially reported by the customer that when the physician tried to apply energy, there was a temperature slope too high that was triggered while attempting to ablate. This was the 50th ablation point with this catheter. All prior points were un-eventful. The temperature did not exceed cut off value. To troubleshoot, they tried to disconnect and reconnect catheter and irrigation tubing, remove qdot micro from patient and do high flow (100ml/min) flush and reintroduce qdot micro but the problem persisted. Temperature rises too quick. The eventually opened a new qdot micro. There was a 5 minute delay in the procedure. There was no patient consequence. The customer's reported high temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the third electrode along with a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual analysis revealed a separation between pebax and the third electrode, and a reddish material inside it. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaints regarding a high temperature was confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).